Manufacturer narrative:
D: no information found for di number. G: no information found for 510(k) number. (B)(6) the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A functional check was performed, the pump was visually inspected, and an internal inspection was also executed. The customer's stated problem was confirmed. The device displays the error code lec41786 after switching on. The cause of the problem is unknown. A new software update is being performed in order to correct the issue.

Event description:
It was reported that the device had "error 41786". The pump came back from the maintenance with the error code and that the issue occurred during set up, at the patient¿s home. There was no patient involvement or harm/adverse event.